Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the gastric system was "causing more problems than anything" since implant. It was indicated that they had swelling, pain, eat less, and throw up more. The hcp had told them that they should turn it up, but it kept getting worse and worse. The healthcare provider (hcp) further provided via the manufacturer representative (rep) that patient showed up at the hcp's office on (B)(6) 2017, and wanted the device removed due to it not relieving their symptoms. The hcp convinced the patient to let them turn the device up to a current of 10, on 3 seconds, off 2 seconds, and at a rate of 110. They plan to see the patient back in two months. The indications for use were gastric stimulation and gastrointestinal/pelvic floor. A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient claimed their implantable neurostimulator (ins) device had not given them relief since implant, and their symptoms were worse. The patient was referred to a gastroenterologist requesting a j-tube be placed, however they did not want to gain weight. The hcp thought they may have an eating disorder. The patient was (B)(6) lbs and was (B)(6) before the implant. The patient stated it was fluid retention. The hcp tried adjusting their device multiple times with no success. The device will be removed on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.